Manufacturer narrative:
Additional, changed, and/or corrected data: aware date. Subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of (B)(4).

Event description:
Subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of (B)(4).

Event description:
A treatment provider reported that they have a patient that was treated with coolsculpting and is experiencing paradoxical adipose hyperplasia.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date, d1, d4, g3, h6.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A treatment provider reported that they have a patient that was treated with coolsculpting and is experiencing paradoxical adipose hyperplasia.